Event description:
Scrub was loading a large clip applier when the metal piece (hinge) broke off the instrument while loading. Both pieces were obtained and sent to biomed.====================== manufacturer response for large ligaclip applier, large ligaclip applier======================awaiting response.